Manufacturer narrative:
The investigation is ongoing. However, communication with the technical assistance center (tac) indicates the following: the customer removed the scope, cleaned the metal contacts, reinstalled it, and tried a different scope, but the error persisted. The technician advised turning off the scope before plugging it. The customer powered down the scope, plugged it in, and saw an image. The issue was resolved.

Event description:
It was reported that the video system center exhibited a b30 communication error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.